Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was found that there was water leakage from the forceps channel that caused a large amount of liquid invasion into the endoscope, resulting in liquid invasion into the u plug unit. There is image blackout; after drying the endoscope, the image is normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was identified that image was blacked out on the videoscope. There was no patient involvement.